Manufacturer narrative:
A request was made for the journal article author to provide the model/serial numbers, but to date, no additional information has been provided. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported in a journal article that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was found to be dislodged. The electrode was successfully repositioned. No additional adverse patient effects were reported. Evidence suggests the electrode remains implanted and in service. Mehdinejadshani, mahdiye, et al. (2023). "Clinical outcomes of subcutaneous implantable cardiac defibrillator implantation - iran sicd registry". Pacing clin electrophysiol. 2023;1-6. Https://doi.org/10.1111/pace.14668.